Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: lever on broach handle will not stay closed. It flops back open when using. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed, that summit universal broach handle was found to be worn, that consist with normal use. Additionally, nicks are observed, on the handle body. A functional test performed with mating sample and confirmed, the allegation of with no locked. The sample is loose. An its unable to hold the broach as intended. The lever was found loose. No other defect was found. A dimensional inspection was performed, for the summit universal broach handle was not performed, as it is not applicable to the complaint condition. A functional test was performed. A functional test performed with mating sample and did not pass the test. It was found loose form lever and the broke not lock properly. The overall complaint was confirmed. As the observed, condition of the a functional test performed with mating sample would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Lever on broach handle will not stay closed, it flops back open when using. There was no surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). B3: date of event is an unknown date in 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.